Event description:
It was reported that bd nexiva¿ dual port with cap 20ga 1.00in during insertion of the cannula the extension set 'popped off' the catheter. This caused blood leakage. The patient required a new IV cathter and their treatment was delayed.

Manufacturer narrative:
Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the control plans. No qns were initiated during production. Received a nexiva 20ga unit with a vacutainer connected to the y port along with an open package from lot number 8193860. The extension tubings were manually pulled on all the units received: the extension tubing was disconnected from the winged adapter port no traces of adhesive were observed on the extension tubing. Traces of adhesive were observed outside of the adapter port the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. CAPA#684099 was initiated.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ dual port with cap 20ga 1.00in during insertion of the cannula the extension set 'popped off' the catheter. This caused blood leakage. The patient required a new IV catheter and their treatment was delayed.